Event description:
On (B)(6) 2026, the patient underwent a placement procedure during a percutaneous transhepatic cholangial drainage procedure performed under ultrasound image guidance. During the procedure, the sure lok thread was observed to be broken, indicating damage to the sure lok component. The issue was identified intraoperatively and was not related to excessive pulling force, and no visible glue was observed at the end of the separated thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.